Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13675. It was reported that when the patient presented in clinic for a follow up, incorrect measurement was observed on the device. Upon review, false backup vvi mode was noted. The patient was stable at this time. The device was explanted and replaced later on (B)(6) 2019.

Manufacturer narrative:
The reported field event of incorrect measurement of false bvvi was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.